Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A patient care representative reported dry eye and superficial punctuate keratitis (spk) in a patient's right eye one day post lasik. Patient reports blurry vision. Topical steroid dosage was increased. Upon follow up, patient is reported to be doing very well. Patient is no longer using drops. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment/event. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100% and without any interruption and all laser system functions were within specifications. No abnormalities that could have contributed to this event were found during review of the device history records. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. (B)(4).